Manufacturer narrative:
(B)(4).

Event description:
The patient experienced withdrawal symptoms, nausea, vomiting, and diarrhea. The pump was unable to be interrogated on (B)(6) 2009 to test for motor stall. No cerebrospinal fluid was unable to be aspirated on (B)(6) 2009. A magnetic resonance imaging with contrast on (B)(6) 2009 revealed a granuloma. No information about the type of medication provided by the pump was reported. The pump and catheter were explanted. The patient recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.